Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2013, it was noted there was a perforation. The filter was noted to be tilted and migration had occurred. On the same day, patient experienced a caval thrombus. On (B)(6) 2018, the device was removed. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2013, it was noted there was a perforation. The filter was noted to be tilted and migration had occurred. On the same day, patient experienced a caval thrombus. On (B)(6) 2018, the device was removed. No further patient complications were reported. It was further reported that on (B)(6) 2008 that the patient had the greenfield filter was deployed and the patient tolerated the procedure and was in stable condition post procedure. On (B)(6) 2013 that the patient was admitted for abdominal pain with inability to tolerate p.o. It was reported that there was floating infrarenal caval thrombus and achalasia. The patient was unable to tolerate any liquids after she was home, she was not able to take her anticoagulation and upon evaluation on her admission she was found to have a floating infrarenal caval thrombosis. She was taken to the operating room and underwent insertion of a suprarenal caval filter. She tolerated this procedure well and was transferred from the recovery room to the floor in satisfactory condition. A vq scan on (B)(6) 2013 observed there was a perfusion defect in the right upper lobe without corresponding air trapping or chest x-ray abnormality suggesting that the patient has high probability for pulmonary embolus. On (B)(6) 2016 the patient underwent a CT pelvic venogram, findings revealed there are unchanged intrahepatic and infrarenal ivc filters. There is unchanged partially calcified thrombus in the ivc superior to the infrarenal ivc filter. There is an unchanged chronically thrombosed left common and external iliac stent. Unchanged extensive venous collaterals in the left lower extremity, inguinal regions, and anterior abdominal wall. It was further reported on (B)(6) 2016 that the patient has filters in both le, venous stents that were clotted. On (B)(6) 2016, the patient received a CT pelvic exam. Findings revealed there are unchanged infrarenal and suprarenal ivc filters. There is unchanged thrombus extending from the infrarenal to the suprarenal ivc filters. The left common iliac vein stent with thrombus is unchanged. Heterogenous appearance of the right common iliac vein is favored to represent mixing artifact. Prominent collateral vessels throughout the anterior pelvis and abdomen are unchanged. On (B)(6) 2016, it was noted that the permanent infrarenal filter inserted in 2013 after the patient developed a pe despite the retrievable filter that had been placed in 2009 and l iliac stent placement. CT in (B)(6) 2016 demonstrated thrombus between the two filters as well as a chronically thrombosed l iliac stent. On (B)(6) 2016, the patient underwent a CT exam of the pelvic and findings revealed both ivc filters are in place, one suprarenal and the other infrarenal, which are unchanged in position. There is a thrombosis along the superior aspect of the infrarenal ivc filter which is increased since (B)(6) 2016. Smaller amount of thrombus in the suprarenal ivc is similar compared to the prior study. There is a left common and external iliac venous stent which is occluded with thrombus, unchanged. On (B)(6) 2017 the patient received a CT of the abdomen without contrast. The ivc filter was in the upper inferior vena cava with the tip just below the right hemidiaphragm with a second ivc filter in the lowest portion of the inferior vena cava with an area of calcification that is intraluminal and along the tip of the filter. A second ivc filter is seen in the lowest portion of the inferior vena cava essentially at the bifurcation. Along the superior margin of the tip of the filter is a calcification that appears to be intraluminal. This measures approximately17 x 8 x 7 mm in size. On (B)(6) 2018 was examined to see if there was still persistent clot between the two filters. Additionally, the patient wanted to discuss the ivc filter removal. The first retrievable filter was placed in 2009 and in another hospital in 2013 a permanent filter was placed at another hospital.